Event description:
During left reversal total shoulder arthroplasty, drill bit broke during clavicular drill hole placement by surgeon. All pieces retrieved and new drill bit obtained to continue. Procedure completed without further incident.